Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was hospitalized for peritonitis. On and unknown date in the same month as the onset, the patient began treatment with vancomycin (1 gm, frequency not reported, intraperitoneally (ip)) for peritonitis. Vancomycin was continued for a total of approximately seven weeks. The patient was re-trained in proper aseptic technique approximately one month after the onset of peritonitis. On an unknown date two months after starting treatment, the vancomycin treatment was discontinued. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.